Event description:
It was observed that during the device evaluation, videoscope exhibited foreign objects in the nozzle .there were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to deformation on bending tube, angulation skips during angulation in upward /downward directions, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section cover had a chip, control unit had discoloration, plastic distal end cover, scope cover, switch box, universal cord, suction connector, right left knob, upward/downward angulation control knob, forceps elevator knob, forceps lever, scope connector cover unit, grip and control unit all had a scratch. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue was found during a diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified; however, a foreign material was confirmed in the nozzle. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.